Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 39 percent remaining to 9 percent remaining 6 months later. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 39 percent remaining to 9 percent remaining 6 months later. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 39 percent remaining to 9 percent remaining 6 months later. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.